Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the occluder module showed a solid red led. An alternative device was deployed. No other details regarding the nature of this event were provided.